Event description:
It was reported that when using the bd pyxis¿ es server, the machines were in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was in disconnected mode. A technical support specialist dialed into the server and checked the pyxis and ran downtime query. The tss checked the services and dialed into the station and all working fine, and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the machines were in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.